Event description:
It was reported that the customer was found unconscious by their spouse, who called for an ambulance and started performing CPR. Customer was transported to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 432 mg/dl and ketone level of 0.7 mmol/l; cause was unknown. Customer does not remember many details due to falling unconscious, but remembers forgetting to start a new cgm sensor session the night before the event. Customer was treated with a manual injection and continued to use the pump for insulin therapy. A system check was performed, and no issues were identified with the pump, insulin, or infusion set. A review of the pump history also revealed no issues. Customer acknowledged and does not believe the pump was the cause of the adverse event. Customer was discharged the same day with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.